Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a history settings issue. The patient stated that they wanted to go through the pumps new and old to make sure the settings were correct. The patient admitted that they did make changes to basal rates and time and they did not have the iob on. The patient stated that they had a blood glucose (bg) of 450mg/dl and dropped to 27mg/dl. The patient had symptoms of polyuria and polydipsia. The patient was treated by a home health/visiting nurse with glucose tablets/glucose gels and IV fluids. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.